Event description:
It was reported that during a generator change for elective replacement, pocket revision was requested by the patient due to interaction of the shoulder with the device. The pocket was revised successfully, and the new device was relocated in much more medially. There were no patient consequences.

Manufacturer narrative:
The product was returned, and visual inspection was normal. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage.